Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system produced an error message of low load fluoro. Review of the log file showed tube rotor problem and cause of the issue is x-ray generator hardware. Upon troubleshooting, fse replaced rotor controller. After replacement the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code was corrected.

Event description:
It has been reported to philips that the system produced an error message of low load fluoro. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the rotor controller. The fse replaced the rotor controller and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.